Manufacturer narrative:
Based on previous evaluations, the broken k-wire reported was most likely the result of applying an excessive bending moment to the k-wire during reaming. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
During a total shoulder arthroplasty on this (B)(6) y/o male patient, the surgeon inserted 2.0 guide wire and placed the glenoid reamer over guide wire. While reaming, the guide wire broke and part of it was still in glenoid. He was able to safely remove the piece that was in patient. Patient was not affected surgery went fine. The device was accidentally discarded.